Event description:
It was reported that during a gastric sleeve procedure, on the 7th firing with a green cartridge and seam guard the staples on the patient side did not form. Another device and sutures were used to over sew the staple line and complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Device not returned the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.